Event description:
On 08/13/2009, the reporter/emt contacted lifescan on behalf of his mother alleging that a one touch basic meter was not working. He claimed that his mother just told him the device was not working. She did not specify what the exact problem was with the meter. According to the reporter, the patient tests her blood glucose twice a day. The reporter mentioned that the patient takes insulin (unknown type/regimen). The reporter indicated that the alleged meter issue started on an unspecified date/time in 2009. The reporter did not know what actions the patient took in response to the alleged meter issue. It is also not known if the patient could get any results during that time frame. On an unknown date/time after the alleged issue began, the reporter claimed that the patient had developed symptoms of low blood glucose. The reporter stated that he happened to stop by her house to visit and found her "not looking too well." She was reportedly sweating, shaky and incoherent. The reporter denied that the patient was hospitalized or lost consciousness. He offered to take the patient to a hospital, but she refused. While the patient was symptomatic, the reporter went to his truck and took out an unspecified emt meter to test the patient. He obtained a blood glucose reading in the "40's" (mg/dl). The reporter treated the patient with glucose gel and then retested her an hour later when she started feeling better. At that point, the reporter got a blood glucose reading in the "70's" (mg/dl). The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.